Event description:
As stated by the customer (B)(6) 2010: "per the ahus service technician" - "patient had been bathed on bolero lift. Nurse aide had lowered lift to lowest position and patient was putting on his shirt. Lift back rest was in full up position. Patient was seated with back on right side of lift as operator would be standing behind the device. Feet were on left side. As patient put on his shirt, lift tipped towards feet side of lift. Lift tipped all the way to the floor with leg side of lift on ground with patient still seated on lift. Entire unit flipped onto side. Back rest portion came forward onto the head of patient but did not result in any patient injury. Aide was unsure if rear castors were in locked position when questioned by facility staff management." (B)(4).

Manufacturer narrative:
We are reporting according to exemption no (B)(4). Incidents involving medical devices manufactured by arjo hospital equipment ab in (B)(4) will be reported by us, the legal manufacturer, arjo hospital equipment ab in (B)(4) on behalf of our sales and distribution company in the USA, (B)(4). Additional information will be provided upon conclusion of the manufacturer's investigation.